Event description:
N/a.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, e-3-g-3, g-6, h-2, h-6, h-10. The lot # 3000347896 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned periodically and would not activate. All connections etc. Were checked and the issue continued at several intervals. A new device was used to complete the procedure. No delay. No harm.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.